Manufacturer narrative:
Original date mfg rec: 2017-08-29. If information is provided in the future, a supplemental report will be issued.

Event description:
Been due to bleeding. No additional information available.

Manufacturer narrative:
Product event summary #the pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log files revealed an increase in power consumption starting (B)(6) 2017 to parameters outside normal operating range. 49 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received lysis treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event may be attributed to thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from the site that the pump will not be returned as it will be buried with the patient and an autopsy will not be done. Cause of death was stated to have been due to bleeding. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the ventricular assist device (vad) coordinator received information that patient presented to an outside hospital on (B)(6) 2017 due to high watt alarms. It was stated that vad logs were sent for analysis and patient was treated with actilyse. It was further stated that treatment was effective for approximately 2 hours, followed by increasing of high watts and complications with bleeding. On (B)(6).2017 the decision was made to stop the vad pump and the patient passed away. No additional information available.